Event description:
It was reported that a person with diabetes (pwd) infusion set became dislodged, requiring replacement of both the infusion set and the cassette. The pwd stated that the cannula was bent upon removal there was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.